Event description:
We are an outpatient physical therapy facility. We have 10 hi-low medcraft treatment tables. All of these tables are beginning to break down and malfunction in a similar manner. The frames of the tables are bending, bolts are bending, the bearings are breaking, etc. These tables were ordering at different times as we have grown. Tables were first ordered in 2005, but then again in 06, 07, 08, and 09. This problem is occurring in all of these tables. As the breakdowns occur, the frames of the tables rub on the top portion of the table and creates a significant risk for both patients on the table and the therapists. Dates of use: 2005 - present. Diagnosis or reason for use: physical therapy treatment.